Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited undersensing and out of range intrinsic amplitudes. Technical services (ts) assessed the ventricular episodes, stating the undersensing occurred due to big-short amplitudes being present on electrograms (egms), with automatic gain control being set at 0.6 millivolts. Ts also noted intrinsic amplitudes decreasing from 17 millivolts to 1.7, becoming out of range. A defibrillation threshold test was recommended to evaluate sensing and detection of ventricular fibrillation. No adverse patient effects were reported. This ICD remains in service.